Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the omnilink 10 x 59 x 80 mm was put into a 7fr sheath and when an attempt was made to reposition the stent it got caught on a piece of calcium and the stent fell off. A balloon catheter was advanced in the patient and the stent was expanded just enough so that the original delivery system could go back through the stent to be fully deployed. There was no clinically significant delay in the procedure or adverse patient sequela reported. No additional information was provided.